Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28 october 2021. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the countermeasure products were shipped after june 13, 2018/june 14, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of countermeasure products. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 scopes due to faulty patient board. In addition, scratched top cover, stained panel, worn out video connector latch, and discoloring of the main switch were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.